Event description:
It was reported that during implant, high impedance and high threshold measurements were observed. Physician tried repositioning lead several times without success. The lead was not used and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: normal analysis. No anomaly was found.